Event description:
It has been reported that the status indicator light is not functioning properly.

Manufacturer narrative:
Updated conclusion, method, results and components code grid, updated due to re-evaluation has determined the record is a duplicate. Not reportable, there is no allegation against the device and no defects have been identified.